Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Imdrf device code a150208 captures the reportable event of entrapment of device. Block h11: the resolution 360 clip was returned. Per media analysis, the photos showed the kinked control wire was attached. No other problems with the device were noted from the photo. Upon analysis, it was determined that the control wire was kinked. The failures observed in the device may have resulted from procedural factors, such as the application of excessive force or improper handling and manipulation. Excessive or careless manipulation of the device could have contributed to the defects identified. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed because the spring at the handle was bent. While withdrawing the device, it detached inside the scope and became stuck. The clip was subsequently removed in the reprocessing room, and another scope and resolution 360 clip were used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Imdrf device code a150208 captures the reportable event of entrapment of device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed because the spring at the handle was bent. While withdrawing the device, it detached inside the scope and became stuck. The clip was subsequently removed in the reprocessing room, and another scope and resolution 360 clip were used to complete the procedure. There were no patient complications reported as a result of this event.